Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2022 and suture was used. The patient developed post-op inflammation and wound secretion. During the surgery , the appendix was about 7cmx2cm in size. There was obvious congestion and edema in the tip, body and root of the appendix. No pus coating was found on the surface, and there was no gangrene or perforation. The doctor used suture to ligate the root mesentery and root of the appendix and resect them, cauterized the appendix stump with an electric knife, and then sewed and embedded the appendix stump with purse string suture. Checked that there was no bleeding or exudation, counted the instruments and gauze, and sewed the cut layers in turn. On the 6th day after surgery , the patient complained of slight distension and pain in the right lower abdomen. The wound dressing of the patient was checked. The dressing was wet, and there was redness and swelling at the two stitches. When pressing, there was purulent exudation from the needle eye. Pull out the drainage tube, and about 50ml light red liquid flowed out along the drainage tube channel. There was no fecal residue or food residue in the drainage liquid. Considering that the drainage tube was not smooth, a drainage tube was placed again along the original drainage tube for drainage and fixed on the abdominal wall, as there is a little exudation in the middle and lower part of the incision, remove the two stitches. There is about 5ml-10ml purulent secretion under the wound. The tissue in the wound is pale, and three sutures are removed. Considering the rejection reaction of the suture, remove the rejection suture, carefully clean the wound, drain the wound with a 50% concentrated sodium chloride drainage strip, and closely observe the patient's wound and drainage tube. After removing the suture knot, the rejection reaction of the wound gradually alleviated, and the wound finally healed completely. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the new drainage tube surgically re-placed? Was suture removed in physician¿s office? Was reoperation necessary to remove the suture and re-close the wound? Please describe any medical/surgical intervention required for this suture event including dates and results. Was there an infection? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were cultures performed? Results? Please provide the patient's weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/4/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the diagnosis and indication for the index surgical procedure? -appendectomy how was the suture placed (interrupted or continuous)? - continuous the following information was requested but unavailable: was the new drainage tube surgically re-placed? Was suture removed in physician¿s office? Was reoperation necessary to remove the suture and re-close the wound? Please describe any medical/surgical intervention required for this suture event including dates and results. Was there an infection? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were cultures performed? Results? Please provide the patient's weight, bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.